Event description:
The following has been reported: biomed reported: red alarm/touch screen not responding. No patient harm reported. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Due diligence complete, no pump was returned for evaluation. The reported issue, mechanical hardware failure (air compressor) cannot be confirmed or refuted. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. No further actions required.

Event description:
Complaint was confirmed, device was returned for air compressor failure. During initial startup the pump made excessive pneumatic recharge attempts before alarming. The pump was reverted to manufacturing mode and failed pneumatic recharge testing consistent with a failed air compressor.